Event description:
It was reported that during the intracept procedure, the patient aspirated after eight minutes into ablation of the l5 lumbar vertebrae and the procedure was aborted. It was noted that local anesthesia was used with moderate sedation. The patient left the room feeling well was not intubated. The patient was sent for a chest x-ray and no issues were found. The patient was doing well postoperatively. The devices were discarded by the medical facility. The physician assessed the event as not caused by the device or procedure.